Manufacturer narrative:
Concomitant medical devices: product ID: 8709, lot# l56456, implanted: (B)(6) 1998, product type: catheter.

Event description:
It was reported that the event logs were read on (B)(6) 2015. The event logs showed that on (B)(6) 2015, an empty reservoir alarm occurred. The pump was refilled the day after the empty reservoir alarm. Additional information has been requested. A follow-up report will be submitted if more information becomes available.